Event description:
During an atrioventricular nodal re-entrant tachycardia (anvrt) procedure, a temperature problem occurred causing a delay. It was reported that the catheter had a damaged temperature sensor. The connecting cable was exchanged and the ensite precision system was reset with no resolution. The catheter was then exchanged to complete the procedure with no patient consequences.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability ablation catheter was received for evaluation. The tip thermocouple displayed incorrect temperature readings during temperature testing and the temperature reading decreased with exposure to heat, consistent with the reported event. Further investigation revealed that the red and black thermocouple wires were soldered to the opposite pins in the connector. The root caused was determined to be a manufacturing related issue.